Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 06/25/2014 with the following findings: the pump powers with returned battery cap to an audible tone, vibration and a blank display. Reference (B)(4) for display write up. The battery cap able to fully tighten. A power loss was not observed. Battery cap measures within specifications and the battery compartment is intact. The black box shows no unexplainable power on reset events. Investigators were unable to adequately investigate intermittent power complaint due to blank display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.